Event description:
It was reported to philips that while crew was obtaining a 12 lead, the screen flickered and a red warning screen was displaying a message that the function was unable to be performed. The monitor then shut down and restarted. After restart, ECG was able to be obtained. There are no known health consequences to the patient.